Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment and cap were undamaged and able to fit. The battery cap contact measurements were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power interruptions during the investigation. The ¿intermittent power¿ complaints were unable to be duplicated. The pump cover was removed, and no intermittent conditions to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.